Event description:
It was reported that the patient experienced urinary incontinence three months after a benign prostatic hyperplasia (bph) procedure with greenlight laser therapy. There were no additional patient complications.